Event description:
The event is reported as: complaint alleges that there was a possible obstruction during use with the hme filter. The hme was being used on a ventilated patient. There were no leaks detected in the circuit and the issue resolved when the hme was removed. No reported injury.

Manufacturer narrative:
Sample has not been returned to manufacturer at time of this report. Investigation is incomplete. A follow-up report will be sent when investigation is completed.